Manufacturer narrative:
A manufacturer representative inspected the imaging system onsite and the issue could not be confirmed. The cable connections were verified and several system reboots were performed successfully. The system performed as expected. The system error logs were reviewed and showed a frame grabber error. The cause could not be determined. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal procedure, the 3d scan on the imaging system would not start. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The procedure was completed without navigation or the imaging system.